Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during two episodes. The physician felt the shock was delivered for an atrial tachycardia with aberrancy. Technical services (ts) reviewed device episode data and found that the most recent episode was due to t-wave oversensing and reduced signal amplitude. The patient reported chest pain after the shock. No additional adverse patient effects were reported. This device remains in service.